Event description:
The customer reported that while the unit was in use on a pt, the monitor displayed code 39 (comm. Hc11 failed interrupt). The pt was switched to another unit and therapy was continued. No pt injury was reported.